Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00742. It was reported the patient's leads had migrated. Patient denied any falls or trauma. Surgical intervention was undertaken and the leads were explanted and replaced. Postoperatively, the patient was reportedly receiving effective therapy.